Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Touch screen test passed. The system air leak test passed. Valve actuation test passed. Safety clamp test passed. The teach pumps test passed. Force gauge test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient's registered nurse contacted fresenius technical support to report multiple issues on the liberty cycler. The screen was blank during fill 1 of 2, after pressing ok, stop and touched the screen, and rebooting the cycler it remained blank. There was a burning smell, like burning plastic coming from the cycler, per registered nurse. Then, it was also reported that the cassette door did not open. It was on, and the cycler did prompt to insert/remove cassette and it was properly inserted. The nurse was assisted canceling treatment with a reboot, and was able to remove the cassette. This is an out of the box issue, as this occur prior to completing first treatment. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. There was patient involvement, however there was no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Correction: g3. Date received by manufacturer should have been 10/16/2024 on initial submission.

Event description:
A peritoneal dialysis (pd) patient's registered nurse contacted fresenius technical support to report multiple issues on the liberty cycler. The screen was blank during fill 1 of 2, after pressing ok, stop and touched the screen, and rebooting the cycler it remained blank. There was a burning smell, like burning plastic coming from the cycler, per registered nurse. Then, it was also reported that the cassette door did not open. It was on, and the cycler did prompt to insert/remove cassette and it was properly inserted. The nurse was assisted canceling treatment with a reboot and was able to remove the cassette. This is an out of the box issue, as this occur prior to completing first treatment. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. There was patient involvement, however there was no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.